Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that both shutdowns of the device are due to the stop of a communication channel used for the transmission of instructions. This resulted in the shutdown of the controller and the forced shutdown of the entire device. However, the origin of the stop of the communication channel remains unknown.

Event description:
During a routine intervention, the rosa one (B)(6) exhibited two unexpected shutdowns during applicative testing. No patient was involved.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During a routine intervention, the rosa one (B)(4) exhibited two unexpected shutdowns during applicative testing. No patient was involved.